Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display would not respond. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator's display was not responding. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Device not returned.